Manufacturer narrative:
The lead was partially abandoned. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that at an elective device change out, the physician believed that the setscrews in the header were stripped as the screws would not loosen to remove this right ventricular lead. Multiple techniques were used, and after multiple attempts the lead was cut and partially abandoned as it could not be removed from the device header. The lead was replaced with no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the returned terminal segment of this lead was stuck in the device header. Laboratory analysis determined this lead was implanted with an is-1 compatible device which has internal silicone seal rings. Header inner rings residue was noted on the terminal silicone of the lead. Therefore, laboratory analysis concluded that silicone to silicone blocking (bonding) most likely occurred between the header inner seal rings and the terminal end molded silicone insulation of this lead, resulting in the stuck lead field observations.

Event description:
--